Manufacturer narrative:
The actual device is reported to be available but has not been returned for evaluation. A review of the device history record and UDI number are in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 21-may-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the "wire from two anchors broken so the device could not be set. Procedure abandoned. Patient in great pain as device broke. Injection of contrast medium into the peritoneum." Additional information received 30-apr-2025 stated the patient was treated with 3 mg of morphine and further management on becquerel. There was no reported injury.

Manufacturer narrative:
The device history record for the reported lot number, 30342467, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual device was returned. The sample provided was evaluated confirming soft-shell with suture - the overall length of suture (left side) is 0.75 inches while the overall length of the (right side) is 0.50 inches. The soft-shell did not exhibit any an obvious damage. Root cause could not be determined. All information reasonably known as of 18-sep-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.